Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gynecology. According to the reporter: event was notified to (B)(6) as an incident. The intervention was performed on (B)(6), and the device was used to suture vaginal cupula. After several days (B)(6) they realized that the suture thread was broken, although they can not say when it broke. This resulted with the patient needing to be hospitalized.